Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, while closing the vaginal cuff, the surgeon was pulling the suture tight to close and the suture broke with the needle still in the jaws of the device. Opened another reload and finished the closure. There was no patient injury.